Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and medical device removal ("device removal") in an adult female patient who had essure (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (I one miscarriage which was my 1st pregnancies out of 4.). On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), dysuria ("dysuria"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary infection, urinary problems or changes"), uterine leiomyoma ("fibroid"), dermoid cyst ("dermoid cyst"), migraine ("migraines"), headache ("headaches"), abdominal pain ("sharp heavy abdominal pain"), abdominal pain lower ("lower abdominal pain, left lower quadrant pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), complication associated with device ("device complications") and medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysuria, headache, abdominal pain, abdominal pain lower and back pain had resolved and the bladder disorder, cystitis, urinary tract disorder, urinary tract infection, uterine leiomyoma, dermoid cyst, migraine, vaginal haemorrhage, menorrhagia, complication associated with device and medical device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, complication associated with device, cystitis, dermoid cyst, dysuria, headache, medical device removal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2008 by pelvic ultrasound: confirmed essure devices and on (B)(6) 2013 by us pelvic: probable essure device near the cornu of the uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary), pain and dysuria added as events and patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (I one miscarriage which was my 1st pregnancies out of 4.). Concurrent conditions included uterine fibroid, vaginal discharge, itching, left lower quadrant pain, adenomyosis, uterine leiomyoma, pelvic congestion syndrome, night sweats, uterine enlargement and hypertension since 2014. Concomitant products included acetylsalicylic acid (aspirin) since 2014, amlodipine besilate since 2014 and metoprolol tartrate since 2014. On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), back pain ("back pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, 8 years 7 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroid") and dermoid cyst ("dermoid cyst"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), dysuria ("dysuria"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary infection, urinary problems or changes"), abdominal pain ("sharp heavy abdominal pain"), abdominal pain lower ("lower abdominal pain, left lower quadrant pain"), complication associated with device ("device complications") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral salpingectomy with left oophorectomy, hysterectomy(partial) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysuria, urinary tract infection, headache, abdominal pain, abdominal pain lower, back pain and vaginal haemorrhage had resolved and the menorrhagia, bladder disorder, cystitis, urinary tract disorder, uterine leiomyoma, dermoid cyst, migraine, complication associated with device and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, complication associated with device, cystitis, dermoid cyst, dysuria, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2008 by pelvic ultrasound: confirmed essure devices and on (B)(6) 2013 by us pelvic: probable essure device near the cornu of the uterus. Other (please describe) ¿ (B)(6) 2008: pelvic ultrasound: confirmed essure devices. Other (please describe) -(B)(6) 2013: us pelvic: probable essure device near the cornu of the. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Following event ; vaginal infection were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and medical device removal ("device removal") in an adult female patient who had essure (batch no. 620737) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (I one miscarriage which was my 1st pregnancies out of 4.). Concurrent conditions included uterine fibroid, vaginal discharge, itching, left lower quadrant pain, adenomyosis, uterine leiomyoma, pelvic congestion syndrome, night sweats, uterine enlargement and hypertension since 2014. Concomitant products included acetylsalicylic acid (aspirin) since 2014, amlodipine besilate since 2014 and metoprolol tartrate since 2014. On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), dysuria ("dysuria"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary infection, urinary problems or changes"), uterine leiomyoma ("fibroid"), dermoid cyst ("dermoid cyst"), migraine ("migraines"), headache ("headaches"), abdominal pain ("sharp heavy abdominal pain"), abdominal pain lower ("lower abdominal pain, left lower quadrant pain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), complication associated with device ("device complications") and medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with left oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysuria, urinary tract infection, headache, abdominal pain, abdominal pain lower, back pain and vaginal haemorrhage had resolved and the bladder disorder, cystitis, urinary tract disorder, uterine leiomyoma, dermoid cyst, migraine, menorrhagia, complication associated with device and medical device removal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, complication associated with device, cystitis, dermoid cyst, dysuria, headache, medical device removal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2008 by pelvic ultrasound: confirmed essure devices and on (B)(6) 2013 by us pelvic: probable essure device near the cornu of the uterus. Other (please describe) ¿ (B)(6) 2008: pelvic ultrasound: confirmed essure devices other (please describe) -(B)(6) 2013: us pelvic: probable essure device near the cornu of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.